Manufacturer narrative:
The product and test strips have been received for investigation and a follow-up will be submitted once results are available.

Event description:
A hospital reported that a customer was using their precision xtra meter and while in the hospital, the test strips used were not calibrated correctly for the meter and incorrect readings were obtained. They reported using strip lot number 53591, but the meter was calibrated for strip lot number 42279. As a result of the incorrect calibration, the customer's insulin levels were gradually increased over several days resulting in the customer experiencing hypoglycemia and becoming unconscious with suspected brain edema. After resolving the calibration issue, the hospital reports stabilizing the customer's insulin levels and his condition improved. There is no report of hospital laboratory blood glucose results available for comparison. There was no report of death or permanent impairment in this case.